Event description:
It was reported that the left ventricular lead exhibited an anomaly. The lead was repositioned on (B)(6) 2013 and explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.